Event description:
It was reported that, during an unspecified procedure, a multifix s-ultra 5.5mm knotless anchor was ruptured on dense bone. It is unknown how the procedure was performed or if there was a delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6 this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10 h3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was not returned in original packaging. The distal body anchor was not returned. The sleeve and proximal screw were returned on the device with no defect. The tip of the insertion device is fractured away. Bio debris is present. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the tensile strength specifications are established, (at yield) 100¿118 mpa. Also, certificate of analysis is required with each shipment. The root cause of the fractured tip could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the identified failure include misalignment of the inserter or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.